Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had high level of 415mg/dl. The customer states their device read auto off. The customer treated the highs with bolus. Troubleshoot was conducted and the customer was advised to conduct full set change. The customer was advised to monitor the device. The customer declined to troubleshoot the highs.